Event description:
It was reported that high thresholds were noted on the left ventricular (lv) lead approximately three months after implant and the lead had moved from the original implanted position. Blood was also noted in the insulation. The lv lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was noted on all conductors (not obstructed), the lead was stretched and apparent explant damage was noted. The analyst also noted by design, left heart leads are manufactured with a septum in the tip that will sometimes allow blood ingress.